Manufacturer narrative:
A DHR review was conducted with no discrepancies noted.

Event description:
Patient reported the aligner treatment after 3 years have not straightened their teeth. The aligners have worsen the position of their back teeth, which now face inward toward their gums. This leads to them biting their cheeks. The aligners have only caused more issues. The aligners also cracked and broke which causes cuts to their mouth.

Manufacturer narrative:
Since this event resulted in a serious injury, it is reportable per 21 cfr part 803.